Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, the hemopro activated on its own. The hospital opened a new kit to complete the procedure. The hospital reported no patient complications and requested replacement. Device will not be returned.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.(B) (4)